Event description:
It was reported that balloon rupture occurred. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured after the first inflation at (B)(4) atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with this device. There were no patient complications reported, and the patient was in good condition after the procedure.